Event description:
The pt received two leads with the same lot number. It was reported, the pt was feeling stimulation in her mid chest, and this was unwanted stimulation. An x-ray was taken which revealed the leads had migrated. Follow up identified the physician planned surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.